Event description:
It was reported that there was a separation between the female connector (dark blue threads) and the main body of a minicap transfer set; further described as ¿female end came away from the main body¿. This occurred during use, while disconnecting from peritoneal dialysis (pd) therapy. The patient went to the clinic for support in disconnecting from the patient line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.